Event description:
It was reported when using the bd pyxis¿ medstation¿ es, user mentioned that ipc pyxis not communicated with server. The customer reported that the issue occurred when dispensing medications to the patient which resulted in a delay to the patient workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-aug-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was in critical override status and was not communicating with the server. A technical support specialist (tss) dialed into the server and the station. The server showed that the station had not uploaded data since the previous day. The tss restarted the data sync service, after which the station resumed communication and exited critical override status. The system functioned as intended after the technical support specialist troubleshot the device.